Event description:
The system 7 single trigger rotary was sent for eval because the device continued to run on its own without user activation during a hip procedure and ripped the users glove. The user was able to get the handpiece to stop spinning and same device was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.